Event description:
The manufacturer received information from a social media post alleging the patient's oxygen level would decrease while using the device. The "pressures determined by the doctor in the device had changed". The customer alleges that the device "went for service and many parts were changed" on the device. After the device was returned, there was no change in the patient's breathing and "we used an oxygen tank day and night as support during this process". The device was sent back for service once again and the device was sent back to the customer, and they were informed that there was no malfunction of the device. After the device had returned from service, the patient's breathing "is still bad and we support him with an oxygen tank day and night." The customer alleges that the patient's condition was fine when they were using a loaner device. Based on the clinical assessment performed, the reporter alleges that their device (trilogy 100 ventilator) has experienced an unspecified malfunction resulting in decreased pressure delivery to the patient. It was noted that the patient utilizes the device in conjunction with supplemental oxygen therapy (via concentrator and compressed gas cylinder) and is reported to utilize the device 24/7. The reporter alleges that the device malfunction has resulted in decreased saturation of peripheral oxygenation (spo2) to an unspecified extent, and multiple hospitalizations (further details of hospital admission unspecified). The reporter also states that the device has been inspected via an authorized service center with no malfunction found, however still alleges the device does not function as designed or intended. There are no allegations of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Therefore, based on available information these allegations of institutional hospitalization are assessed as not related to the device in this case. In addition, based on available information, the reported events of desaturation of peripheral oxygenation (spo2) to an unspecified extent are assessed as a non-serious injury. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.